Manufacturer narrative:
Manufacturing site evaluation: visual inspection - the product has been received in a used condition. The spring on the handle is broken, but the broken part was not sent together with the bone punch. The product shows visual signs of friction and the movement of the sliding shaft is rigid; after dismantling the surface was found to be without any signs of lubricants. Investigation - the investigation was carried out with pictorial documentation visually and microscopically. For further investigation of the breakage surface the remained part of the spring has been removed. The breakage surface showed a mix of a transcrystalline and an intercrystalline forced breakage. Furthermore, there are signs of damages on the surface of the spring in the area of the breakage. As the movement of the punch was very rigid, the punch has been lubricated for further investigation. The sliding surface and the proximal t-bar (near handle) show clear signs of friction by lack of lubrication. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most likely related to an insufficient maintenance of the device. Rationale - according to the investigation results, a material defect and production error most likely can be excluded. Due to the signs of friction on several parts of the bone punch and the breakage surface, most likely the breakage was caused by a combination of lack of maintenance and an overload situation. It is possible that the spring has been damaged previously in the area of the breakage, which could cause a stress crack. Due to the friction on the sliding surfaces (including t-bar) it is possible that higher forces have been applied to the handle and in consequence to the spring. No CAPA is required.

Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: investigation: to date, no product has been returned for investigation of this complaint. Batch history review: review of the device quality and manufacturing history records was not possible as the lot number was not available. Conclusion and root cause: without the product, an exact cause of the reported difficulty cannot be determined. Based on the quality standard, a material or production error can be excluded. Therefore, the root cause is most likely usage related. Rationale: according to the quality standard a material defect and production error can be excluded. A usage related error (e.g. Improper handling or overload situation) cannot be excluded. If further investigation is required, the product should be provided for examination. Based on available information in this case, no manufacturing relationship to the reported difficulty is established. Corrective action: according to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going.

Event description:
It was reported that there was an issue with a kerrison. During an unspecified procedure, the kerrison "broke". This malfunction was not noted to have caused patient harm or required intervention. Multiple alternate instruments were available. Additional information was not available.